Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, and basic occlusion test, and occlusion test, prime test, excessive no delivery test and dat test at 0.08750 inches. The pump had minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 587 mg/dl. The customer was hospitalized due to diabetic ketoacidosis. The customer was treated at the hospital. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.